Event description:
The customer reported that the system displayed a "ups failure" error message and would not work. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as further repair info is unavailable at this time.